Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and tachy shocks due to several episodes of atrial fibrillation (af). An atrial tachy response (atr) episode was also reported, evidence suggest this atr was appropriate as it was in response of an inappropriate rapid atrial rhythm. There is no evidence of therapy exhaustion. This device remains in service and no information was given indicating if any corrective actions were taken. No additional adverse patient effects were reported.